Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. History list: no errors or warnings were found in pump history on the (B)(6) 2014. All boluses that the customer programmed were delivered by pump on this day. The problem mentioned by the customer could not be reproduced. Therefore there is no indication of any product malfunction which caused or contributed to the reported event as described in this case.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.

Event description:
Caller reported patient is experiencing an issue with the infusion device. Caller alleges the infusion device does not deliver insulin. Caller also stated the device does not give any alarm. Caller stated she has been experiencing hyperglycemia up to 500 mg/dl since 3 days. Caller reported she changed all of the consumables, cartridge, infusion set and cannula, and the issue persists. Caller stated she attempted to do a bolus, but the problem persists and her blood glucose level remains elevated. Caller reported in the past few days she never found problems when she changed the materials; materials were from the same box. Caller stated during the days of elevated blood glucose, she attempted to change the material 3 times. Caller reported she went to the hospital as she did not have an alternative therapy; doctor advised her to use the alternative therapy, the pen. Caller stated the patient went to the hospital because she needed the needle for the pen, in order to correct her high bg level. She did not receive any alternative treatment while she was at the hospital and she left after about one hour. No further information is available. The caller did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.